Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, the endoscopic image of the subject device was not displayed. The service department of olympus (B)(4) (oekg) checked the subject device and found that there was the dust inside the subject device, the subject device could not detect videoscope evis 160/180 series and the software was previous version. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the failure of synchronization circuit of patient board due to aging degradation, or poor connection of the endoscope or the light source cable. If additional information becomes available, this report will be supplemented.